Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2019 with blood glucose of 29 mg/dl at the time of one of the incidents. The customer fell down the stairs about a month earlier and has been having lows ever since. The customer used food to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incidents. The customer believes the pump is over delivering. Troubleshooting was completed but did not resolve the issue. The customer was not disconnected during the prime sequence. The insulin pump will not be returned for analysis.